Event description:
It was reported that t:slim x2 pump battery would not charge even though customer used tandem charging cable, wall adapter, and working outlet. There was no adverse impact to the customer¿s blood glucose level. Customer left wall adapter plugged into working outlet for an extended period until pump began charging again, and no further assistance was required.